Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was mildly tortuous, had mild calcification and a 99% stenosis. After a guide wire crossed the lesion, the voyager rx balloon catheter was delivered to the lesion, with some resistance noted. Then, the balloon was inflated, but ruptured at 6 atm when inflated for the first time. Thus, the voyager rx balloon catheter was replaced with another company's 1.3 x 10 mm balloon catheter, which was inflated at 10 atm. Then , the lesion was further dilated with a 2.0 x 12 mm voyager rx balloon catheter and another company's 2.5- x 15 mm stent was implanted. No patient effects were reported. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - balloon ruptures can be affected buy numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient's anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was calcified, which may have contributed to the reported balloon rupture. It is likely that the balloon material was damaged (scratched) during interaction with other devices and/or lesion calcification, such that the balloon ruptured after the first inflation. It is likely that during the balloon inflation, interaction with the calcified anatomy contributed to the reported balloon rupture.